Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The investigation determined that this lot is acceptable for continued distribution. The contact lenses are manufactured under very high hygiene standards. All employees are trained annually on the hygiene concept and procedures. The verification of the returned sample revealed samples met specification. During the investigation no negative product impact could be identified and no root cause could be determined for the reported events. The lot met all specifications. A CAPA will not be initiated since no issues were identified during the investigation. However, a trend review is conducted on a monthly basis and corrective actions will be determined if required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that he experienced irritation on the left eye (os) while wearing the complaint contact lenses on (B)(6) 2019. He removed the contact lenses and found pebble-like particle and powder-like particle adhered to the contact lenses. He visited the eye care professional (ecp) on the same day and was diagnosed with corneal ulcer. He was prescribed with levofloxacin and ofloxacin antibiotic eyedrops and sodium hyaluronate moisture agent eye drop four times daily. The consumer was instructed on follow up visits on (B)(6) 2019 and (B)(6) 2019 and was advised to discontinue contact lens wear, information on the exact time period was not provided . Additional information was received on 26may2019 via a telephone call made to the consumer. It was reported that the consumer revisited the ecp on (B)(6) 2019 and was told that the symptom was alleviating. The consumer was instructed to continue with the previously prescribed medications. It was confirmed that the corneal ulcer was at the center and has been resolved. The consumer still had mild eye redness and he was permitted the use of contact lenses when the red eye resolved. Additional information was received on 01jun2019 via a phone call made to the consumer. It was reported that the symptoms were resolved on (B)(6) 2019.